Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an air bubble was observed in the left atrium as soon as the balloon catheter was advanced out of the sheath. The case was aborted under general anesthesia. No further patient complications have been reported as a result of this event.